Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2005 - the patient underwent surgery repair for repair of a left inguinal hernia, a perfix plug was implanted to repair the hernia defect. On (B)(6) 2013 - the patient underwent additional surgery to remove the perfix plug, which had allegedly failed, and repair the recurrent left inguinal hernia. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.

Manufacturer narrative:
This is an addendum to the initial emdr to document a correction to date of mfg and to document that a review of the manufacturing records has been completed. The review shows that the lot was manufactured to specification.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum #1: this is an addendum to the initial emdr to document a correction to h4 - date of mfg and to document that a review of the manufacturing records has been completed. The review shows that the lot was manufactured to specification. Addendum #2: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, post implant of perfix plug, patient had hernia recurrence, adhesions and underwent partial mesh removal. The instructions-for-use supplied with the device identify adhesions as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2005 - the patient underwent surgery repair for repair of a left inguinal hernia, a perfix plug was implanted to repair the hernia defect. (B)(6) 2013 - the patient underwent additional surgery to remove the perfix plug, which had allegedly failed, and repair the recurrent left inguinal hernia. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2005 - patient was diagnosed with left inguinal hernia and underwent open repair with implant of perfix plug (device #1). Per operative notes, "there was an indirect inguinal and small direct inguinal hernia. Initially, the indirect hernia was dissected free from the cord and found sliding hernia which was reduced back into the abdominal cavity. Perfix plug was placed deep in inguinal ring. Next, the direct hernia was protruding, onlay mesh (perfix plug onlay) placed and sutured". (B)(6) 2012 - during visit patient complaints of left side hernia repaired with mesh hurts, has a ¿knot¿ in that area and was diagnosed with umbilical hernia. (B)(6) 2013 - patient was diagnosed with recurrent left inguinal hernia and umbilical hernia thereby underwent laparoscopic repair with partial old mesh removal. Per operative notes, "indirect hernia was identified on spermatic cord and identified vas deferens and testicular vessels are tightly adherent to the perfix plug. So, dissected off the plug and reduced peritoneal sac, then dissected as much of the perfix plug (device #1) away and half of this plug was removed from abdominal cavity and placed 3dmax mesh (device #2) in left groin. It was oriented so that the myopectineal orifice was behind the central portion of the mesh and was tacked. Next, the small umbilical hernia defect was repaired primarily by sutures". (B)(6) 2014 - during visit patient had swelling, erythema, pain of the scrotum, left groin region, induration in the left inguinal region, severe scrotal cellulitis and penile cellulitis. (Note, no mention of meshes during visit) attorney alleges that the patient had adhesions, mesh migration, mesh shrinkage, pain, hernia recurrence and emotional injuries. It was also alleged that the patient had skin rash and numbness in groin area, and parts of the male reproductive system were found adherent to the mesh plug. During the 18-nov-2013 revision/removal surgery, vas deferens and the testicular vessels were found tightly adherent to the mesh plug. These were dissected off the plug as much as the surgeon felt was safely possible.